Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 25mm valve, implanted for one (1) year and eight (8) months, underwent re-do aortic valve replacement due to dehiscence, severe regurgitation, and perivalvular leak. Intraoperatively, the aortic valve was completely dehisced from the commissure between the left and right to the right main origin with two percutaneous plugs barely attached to the wall. A 27mm edwards surgical valve was implanted in replacement. Postoperatively valve was seated well with no aortic insufficiency and mean gradient of 12 with a cardiac output of 9 l. Patient tolerated the procedure well. The patient was discharged on pod #8.